Event description:
Hypoglycemic induced seizure that required ems intervention and brief hospitalization while wearing the omnipod insulin pump. Possible insulin depot under the skin that released and caused a dramatic fall into hypoglycemica. Dates of use: (B)(6) 2009 - (B)(6) 2011.